Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for follow up in clinic, the device was found to be in backup vvi. The patient experienced diaphragmatic stimulation. The device was restored successfully. The patient will be monitored with regular follow up.